Event description:
Lens cut above eyebrow. Forty-five stitches needed when horse hit rptr in his face on 8/04/93. Frame did not break. According to rptr, the design of the glass frame and lens makes glasses dangerous to any impact.